Event description:
Rptr states that has been using the referenced MFR's regular insulin pump for 25 years w/o any problems. Approx 1 yr ago the MFR replaced the regular pump with an upgraded version. She states that she had been using the upgraded pump for 2 or 3 months when it flashed the call service, no delivery code. Rptr states that she returned the pump for a replacement, but the replacement pump was non-functional upon receipt. She states that this pump was returned and replaced. She states that this replacement worked for ~ 2 months when it began giving the error code call service, no delivery. She states that this time when she contacted the MFR she was told to continue using the pump until she got the error message 3 times, then to return it. Rptr states that she was also told that she could expect to have this problem with the next replacement. She states that she never had any problems with the regular (non-upgraded version).